Event description:
Rn went to give patient xoliar shot. As rn started to push in the thick liquid, rn noticed how easily it was going in and then noticed medication on gloves. I looked at the syringe and the medication was behind the plunger in the syringe. The medication should have smoothly gone into the patient.